Manufacturer narrative:
The immucor laboratory tested retention product on 24jul2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on 24jul2017, and was able to reproduce the customer's sample testing issue.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.